Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported deflation difficulty and difficult to remove could not be tested due to the condition of the returned device (the inner member was separated). Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however the reported difficult to remove appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the mid right coronary artery (rca). The 3.5x15mm nc trek balloon dilatation catheter (bdc) was unpackaged and prepped without issue. The bdc was advanced to the target lesion without reported issue; however, after inflation, the bdc balloon could not be fully deflated. Resistance with the anatomy was noted during withdrawal due to the partially deflated balloon. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new bdc was used to successfully complete the procedure. There was no additional information provided.